Event description:
It was reported that as the doctor was placing a vena cava filter, the filter became stuck in the sheath. There were no kinks in the sheath at the time of the event. As the doctor tried to push it out, it was noted that the head of the filter was pushing into the side of the sheath. The system was removed and a different vena cava filter was implanted. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The delivery system, without the filter, was returned. Upon inspection, the pusherwire, was bent at the distal tip area. Pusherwire measurements were within specification. The storage tube and the y-body were intact and a visual inspection showed no abnormalities. The dilator was inside the introducer sheath. The dilator was removed from the introducer sheath. Both the dilator and the introducer sheath had a bend approximately 9.125 inches from the proximal end of the hub. The introducer sheath measurements were within specification. Once measurements were taken, the proximal end of the introducer sheath was dissected. There was a cup impression present in the wall of the introducer sheath from the pusher wire at the bend mentioned earlier. Difficult deployment was confirmed by the cup impression at the sheath bend. The cause of the event is unknown. The current IFU (instructions for use) states: tighten the touhy-borst adapter valve to minimize reflux of saline toward the feeder, but not so tight as to prevent the pusher wire from advancing freely. Attach the free end of the filter storage tube directly to the introducer catheter already in the vein, allowing the saline infusion to flow into the ivc for a few seconds. The introducer catheter and filter delivery system should be held in a straight line to minimize friction.